Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to bent pins on the communication board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed is not sending a nurse call. The bed was located at the account in the bed depot. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).